Manufacturer narrative:
The lot number is unknown, therefore, no review of the device history record could be performed. Infection, inflammation, and pain are well known potential complications of this type of procedure. The instructions for use which accompanies each device states in the section labeled: adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. Baseline report previously filed.

Event description:
It was reported that following a posterior procedure, the pt developed inflammation and a sterile abscess at the location of the upper part of the distal arm of the device. The doctor examined the pt and found a marble size circular lump in the buttock area. The area was tender to the touch, the patient could not sit and could feel something. The pt showed no signs of fever. The doctor drained the sterile abscess. Add'l info has been requested, but not yet received.